Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, average damage with a 1st degree burn of lesion was noted in the patient's right thigh, where the grounding pad was placed with the presentation of flaking and hyperemia.